Manufacturer narrative:
The vessel sealer extend instrument involved with this complaint has been returned and failure analysis testing has been performed. The sealing issue reported in this event was not replicated or confirmed. The electrical continuity test passed. The instrument was placed and driven on an in-house system after the exposed blade was re-seated in the garage track. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. An energy activation test was then conducted on the system. Wet paper towel was held between the grips and began to smoke when energy pedal was pressed. Steam generating from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in-house testing. An additional observation that was not related to the reported event was also observed. The instrument was found to have a dislodged blade. Visual inspection showed that the blade was exposed outside of the blade garage approximately 0.128¿. The root cause of dislodged instrument blades is attributed to mishandling/misuse. No conductor wire damage was found. There was slight bio debris found at the instrument tip. The blade was manually reseated and placed on the system again and the self- test passed. No image or video was available for review. A review of the instrument logs for the vessel sealer extend (part number 480422-01/lot number m902002230139) associated with this event has been performed. Per the review, the vessel sealer extend instrument was last used in a procedure on (B)(6)2020 on system sk3034. The alleged instrument had 0 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument had a sealing issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6)2022 : the vse instrument was inspected prior to use with no issue identified. The surgeon was performing sealing at the time of event. It was unknown if the audible tones failed to function as expected or if there was an audible signal (continuous tone) while the pedal was pressed. The customer did not know the error message which appeared when the issue occurred. The target tissue was the ligament during the rectal resection. The tissue was not cut when it was not sealed. The tissue was not greater than 7 mm in diameter. It was unknown if there was tissue effect during the sealing cycle. There was no unexpected bleeding due to the reported issue.